Manufacturer narrative:
The investigation for the high purge pressure and access site bleed has been completed. There were no data logs returned. The pump was returned and there was biomaterial noted in the purge gap as well as wrapped around the impeller. The pump was soaked and the biomaterial was removed but high purge pressure alarms were still able to be reproduced. Near the motor housing, there was a kink in the catheter. Additionally, the clinical information stated that there was original trouble trying to make it past the graft anastomosis. The catheter was opened and there was a kink and blood in the purge line. When the pump was cut near the kink, the blockage could be isolated to the motor housing as purge fluid could be expelled. The root cause of the high purge pressure is most likely due to a kinked purge line that lead to the blood ingress. There were no damages seen on the pump repositioning unit and no abnormalities were found. Due to limited clinical details provided, the root cause of the access site bleeding - major could not be determined. A.1 revised as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-19655.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient on impella 5.5 support experienced an increase in drainage to the jp drain and oozing from the impella access site. Sandbag was placed to the right side of the chest. The plan is to transfuse one unit of platelets and fresh frozen plasma. Ten days later, the automated impella controller alarmed "high purge pressure" followed by "purge system blocked" alarm. Anticoagulation had been held for four days due to pulmonary hemorrhage and hemoptysis. The decision was made to exchange the pump. The patient survived the explant.